Event description:
Note: this report pertains to the first of two hologic devices used in the same procedure. See associated medwatch, MFR's report# 1222780-2012-00028. Following a pre-hysteroscopy and two unsuccessful cavity integrity assessment (cia) tests during a novasure endometrial ablation the physician did a hysteroscopy and saw a perforation "in the pt's right corneal region near the right tubal ostia." The procedure was aborted. No treatment was needed and the pt was discharged home. Additionally, a dilatation and sounding with a metal sound (not hologic devices) were done just prior to the ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Serial number of the tower-free hysteroscope not provided by the complainant. The hysteroscope is not being returned, therefore, a failure analysis of the complaint device cannot be completed. Serial number of the hysteroscope not provided by the complainant, therefore, the MFR date is not known. (B)(4).